Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " blood leaked. Device had to be cleaned and serviced. Technician was already on site."

Manufacturer narrative:
H6: investigation: a complaint of "defective bk bottle in the device" was received against instrument top bactec fx, material no: 441385, serial no: ft9213. Blood was leaked. Device had to be cleaned and serviced. The complaint is not confirmed as a failure of bd product because the bottle was wrongly inserted by the user. The root cause is related to "user error". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and has changed configurations since release from manufacturing due to service repairs/pms. Bd quality did not receive any returned parts or instrument for investigation and complaint has been confirmed based on the picture provided. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a broken bottle was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "blood leaked. Device had to be cleaned and serviced. Technician was already on site."